Event description:
Information received from the (B)(6).treatment of a right cavernous sinus ica (internal carotid artery) aneurysm measuring 7.5mm x 17mm in size. During the pipeline deployment, it was reported that the pipeline did not fully open proximally and balloon angioplasty was required to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).